Event description:
It was reported the insufflator could be turned on normally, but could not supply air. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event was reproduced. The probably cause was most likely attributed to failure of the k-connector unit. Based on the investigation results, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.